Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2015-05539. It was reported the patient has been receiving ineffective stimulation. An impedance issue related to one of the lead contacts was found. Reprogramming was unable to provide resolution. X-rays were taken and revealed that both of the patient's leads have migrated. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05539. Follow-up revealed the patient underwent a trial procedure on (B)(6) 2015. The trial was successful. In turn, the patient will undergo further surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05539. Follow-up revealed the patient's leads were explanted and replaced (with a single lead/different model). The doctor also electively explanted and replaced the patient's ipg (with a different model). Surgical intervention resolved the patient's issue.